Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation and cardiac tamponade were unable to be determined. The reported patient effects of cardiac tamponade and perforation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. However, while retracting the steerable guide catheter (sgc) into the left atrium (la), blood was observed in the pericardial fluid. The sgc was removed, but it was suspected the posterior section of the septum had torn. 20 minutes after the procedure, the patient had a cardiac tamponade, requiring pericardiocentesis. The physician stated that after removal of the sgc, part of the posterior septum may have torn, resulting in the tamponade.